Event description:
The 4d merged structures displaced due to enlarged images. Customer called to report that they are seeing shifted structures when using 4d structure merge tool in contouring. Customer contoured ptv on multiple breathing phase image sets and used 4d structure merge to combine them. Customer states that the trigger for this shift is when the planning image set length (sup/inf) is longer than the breathing phase image sets. When the 4d merged structure is applied, the planning image is shifted down the exact difference, as the difference between the inf border of the breathing phase and planning cts. There was no report of serious injury or misadministration.

Manufacturer narrative:
This is a known issue which has previously been investigated and reported. The investigation determined that the addition of couch structures to a 4d averaged CT data set before anatomical structures have been merged, can lead to displacement of the contoured structures within the CT data. The contoured structures can be displaced in all directions depending upon the position of the body to the couch structure. The incorrect target position and volumes of interest locations can then be used for planning and treatment. Root cause: software defect. Corrective action: a discrepancy report (dr) has been created to address this issue in the affected install base. An issue review (ir) has been submitted and any additional corrective actions will be handled in the varian CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. There have been no reports of serious injury as a result of this issue. No follow-up to this MDR is expected.